Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the cannula was scratched inside of the bell and z-threaded area. Engineering measured the inner diameter of the cannula and found the unit was within specifications. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. It is currently unclear how the trocar and clip applier were used in conjunction during the surgery. It is possible the clip applier was damaged during the procedure which may increase the potential to damage the cannula upon insertion or removal of the device. Although the exact root cause of this experience could not be determined, applied medical will continue to monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "during lap chole procedure the subxyphoid port is leaving plastic shards in the patient. They use our universal clip applier and it has been happening over the last month. Its only happening at that port site and only on the lap chole procedure. Which that port site is here the most instrument exchanges and where the clip applier goes through. I witnessed it first hand after the surgeon let me know what was happening. Surgeon has had to remove the plastic shards." Patient status: "fine."